Event description:
The initial reporter stated they received high results for an unspecified number of patient samples tested with tina-quant hbalc gen. 3 on a cobas 8000 c 502 module. The customer provided examples of data for two patient samples with discrepant hba1c results. The first sample initially resulted in an hba1c value of 6.6 %. The value was not compatible with the patient's clinical history, so it was repeated on a second analyzer. The repeat hba1c result was 5.3 %. The repeat result was expected by the customer. The customer did not calibrate the two parameters (hb and a1w3) for the hba1c test at the same time. The customer was instructed to load new calibrator material and then calibrate both parameters. The customer ran quality controls and received a qc error, with a higher result compared to the control result on a second analyzer. The field service engineer performed troubleshooting maintenance on the analyzer and replaced the sample probe. The customer loaded a new reagent pack and calibrated it with fresh calibrator material. Controls run after calibration were on target. The second sample initially resulted in an hba1c value of 7.6 %. The sample was repeated on a second analyzer, resulting in a value of 6.3 %.

Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). The field service engineer adjusted the pressure in the gear pump. Calibration and controls were acceptable. Control recovery was still higher when compared to the second analyzer. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed troubleshooting and maintenance on the device. The sample probe was replaced, but the issue recurred. The gear pump head and mixers were then replaced. No further issues were reported after replacement of the gear pump head and mixers. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.